Event description:
An acculink stent was placed in the rica. A guidant rep reported that another physician removed the acculink stent citing that the stent was fractured. The physician stated that here was no aneurysm present during the initial procedure. The physician reviewed the images of the initial procedure and was unable to conclude that the procedure contributed to the fracture. No additional information is available.

Event description:
Device complicaton: stent fracture. Time of complication: approx 5 months post-procedure. Symptoms: neck pain, horse voice and unable to swallow. It was reported that the acculink was placed in the r ica, around 2005. The the implant physician was not aware of multiple stent strut fractures and recalled that there was nothing unusual about the ctual initial placement of the acculink. The physician did recall that the pt had a more calcified lesion, which he used a 5.5 cm balloon to post dilate the stent implant. The physician was aware that a peri-vascular hematoma had developed and he thought this could have possibly occurred when he post dilated the stent. Reportedly, the balloon could have caused the calcified plaque to perforate the vessel wall thus causing a peri-vascular hematoma. The physician was also aware of the pt's challenges with speech and swallowing problems. He physician and the pt's primary dr thought the pt was experiencing laryngeal nerve problems not related to the stent intervention. There was on aneurysm present during the initial procedure, however, a vein graft was performed five months post-procedure and a pseudo aneurysm was removed with the stent. No additional info is available.